Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is entered as (B)(6) 2017 as the procedures occurred between (B)(6) and (B)(6) 2018. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of specified failure mode or device returned for analysis, a conclusive cause for the reported event could not be determined. A conclusive cause for the reported patient effects of embolism, hematoma, pseudoaneurysm and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Article: economical cost of percutaneous vascular closure with proglide and prostar xl following transcatheter aortic valve replacement (catheter cardiovasc interv. 2018; 1-2).

Event description:
It was reported through an article identifying prostar xl devices that may be related to the following: when using prostar xl typically two devices with an additional angioseal. 6 - small hematomas. 3 - large hematomas. 1 - pseudoaneurysms. 1 - distal embolization. Surgical bailout intervention was needed because of a distal embolization of thrombus material. Details are listed in the article titled " economical cost of percutaneous vascular closure with proglide and prostar xl following transcatheter aortic valve replacement".